Manufacturer narrative:
Evaluation summary: one (B)(4) device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the metal clicker of the device was broken off. The broken piece was returned. The investigation found the metal clicker on the device was broken and detached from the device. There was no missing piece on the broken clicker. The log taken from the device's rfid chip showed the device was used on a generator with a 357 completed seal count and 358 initiated seal count. The manufacturing engineer has been notified of this failure before and has previously conducted an investigation that determined this type of failure is caused by the user. Overuse of the clicker by moving it rapidly in opposite directions such as using it as a dissector would tend to fatigue and break the flap of the clicker. The investigation identified the root cause to be the user mishandling the device with excessive pressure on the handle. The instructions for use (IFU) states, when grasping or manipulating tissue without intending to activate the device avoid excessive pressure to the lever. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total abdominal hysterectomy, about 2 hours after the operation started, a metal piece (the part that did not make a grasp sound) came off. There was nothing came off in the patient's body because the nurse discovered during the cleaning. They used another like device to complete the procedure. There was no patient injury.